Event description:
Pt reported that, approximately 2 weeks ago, they experienced eleated blood glucose (~200-300 mg/dl, normally 120-170 mg/dl). They indicated that, although they believed that the bolus function was operating properly, they suspect that the device was not delivering theprogrammed basal insulin amounts. No error messages were generated by the device. Pt self-treated elevated blood glucose by switching to their back-up device.